Event description:
On (B)(6) 2010, 1 day p/o lasik ou. Blurry today. Haze to vision vsc 20/40 20/25. Pt noted last pm maybe a fever and this am. On (B)(6) 2010, dlk stage 2. Life flap, oral steroids 30 mg, bid p8. Pf 1% q1hr. Recheck 1 day. On (B)(6) 2010, op note- pre op dlk ou. Prep, drape, glove, lift flap, drape, then weck spnge, tooke knife to epi. Pr% on bed and irrigate with bss. Replace flap. Bctl repeat os. Done at slit lamp. On (B)(6) 2010 ¿ pt has returned to preop bcva/ucva 20/20 ou.